Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to verify motor error alarm and excessive no delivery alarm. The motor passed motor test.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarms. The customer's blood glucose was 208 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.